Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support.